Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 8-9, 2025. H11: three (3) devices were received for evaluation. The devices did not contain fluid in their bladder because the customer had cut the tubing to drain the fluid. Visual inspection via the naked eye showed no signs of physical abnormality inside the bladder that could have caused the reported flow problem. A functional flow rate test was performed after re-attaching the tubes and the flow rates were found to be within the product specification range. The samples were found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors had no liquid dripped out of the flow restrictor. The issue was noticed during priming. The device was filled with fluorouracil and 60ml normal saline having a final volume of 160ml. There was no patient involvement. No additional information is available.